Event description:
A territory mgr contacted zoll customer support to report that a (B)(6) male pt was alleging that his charger/modem was not charging is battery packs. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (batteries are not charging) has been confirmed. As received, there was contamination on the battery board. The cause of the defective charger/modem is the contamination on the battery board inside the charger/modem. The root cause of the contamination could not be positively identified but was likely liquid ingress of an unk contaminant. No adverse event resulted from the contaminated charger/modem. The pt received a replacement charger/modem.